Manufacturer narrative:
Only the month (B)(6) and year (2021) of the event date are known. Customer facility phone number: (B)(6). Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the syringe could not be connected to the one-way valve. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Syringe was connected successfully, and cuff was inflated. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective action is required since the complaint was not confirmed.